Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18258289, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were pus and oozing at the battery site. The infection was neither procedure nor device related. The patient was admitted to the hospital and was given antibiotics. The patient underwent an explant procedure and was doing well post operatively.